Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock disconnected from the infusion set. The customer reattached the luer lock connection and ensured that it was tight. The customer's blood glucose (bg) was 253 mg/dl. Recommendation was made to follow healthcare provider's orders on how to address elevated blood glucose level. Reportedly, the bg level was normal for the customer within the timeframe of eating a meal.